Manufacturer narrative:
The returned used device, item smi-02ap was evaluated using spsmi-02ap, rev-ac, and found that the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The manufacturing documents from the device history record was requested from manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap was being used during an rotator cuff repair on (B)(6) 2020 when the jaw of the device broke. The component fell into the surgical site and was removed with an arthroscopic grabber. An alternate device was used to successfully complete the procedure. There was no report of delay. There was no report of injury to the patient or the user. The patient current status was reported as "great and happy, looking forward to going back to work". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.